Manufacturer narrative:
The reported event of uhs #00041 - channel disconnected file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n 14143494 service history showed the device had a manufacture date of 7/03/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for bolus ail, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). No patient involvement.

Event description:
The customer reported that one of the modules was not infusing magnesium sulfate on channel b when expected, and a channel disconnect message was found during troubleshooting. During both reprogramming attempts, the user reported a channel disconnect message was displayed on the screen. No information was provided for module a, and new devices were obtained to continue the patient¿s infusions. The clinician estimated that module b was not infusing for two hours. No patient harm was reported.